Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Review of a stored electrogram revealed that the implantable cardioverter defibrillator exhibited post-sensed t-wave oversensing on the ventricular channel. The patient did not receive therapy during the oversensing. The device was reprogrammed. Patient was stable.